Manufacturer narrative:
Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site; nonvascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025. On (B)(6) 2025, during a magnetic resonance imaging (MRI), there were 0.93 cc of hydrogel found completely through the rectal wall, in the rectum. There were no patient complications.

Manufacturer narrative:
Block h6: device code a25 is being used to capture the event of complaint rescinded by user. The following blocks were updated based on additional information: block a2 (age at time of event), block a3 (sex), block a4 (weight), block b5 (describe event or problem), block h6 (device codes). The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported 2124215-2026-15132.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure performed on (B)(6) 2025. On (B)(6) 2025. During a magnetic resonance imaging (MRI), there were 0.93 cc of hydrogel found completely through the rectal wall, in the rectum. There were no patient complications additional information received on march 24, 2026 the procedure was performed under mac anesthesia. The patient received mr-linac radiation treatment, 5 fractions. Additional information received on march 27, 2026 the core lab updated the data entry in the database. There is no evidence of hydrogel outside of the perirectal space on the 3-month MRI. There is no alleged malfunction or device deficiency against the device used on the placement procedure.